Manufacturer narrative:
The ventilator was examined by the distributor and water spillage was found on all printed circuit (pc) boards and water and collected in the drawers and empty battery slots. The ventilator was dismantled and dried up. The pc boards were cleaned up and sw was reinstalled. However on starting up of the ventilator it generated a technical error code indicating a communication failure. The ventilator has been returned for repair. The root cause was the water spill that led to ingress into the ventilator. Ref exemption #(B)(4).

Event description:
It was reported that the nurse was preparing the ventilator for use. The nurse was installing a distilled water bag that is used for active humidification when she was called for an emergency situation and she left the room. While the nurse was away, the water bag filled the pt circuitry. There was no pt involvement. MFR ref #(B)(4).